Event description:
It was reported that the end user was being transfered by a home health agency aide, from bed to wheelchair. When the aide turned her back to get the wheelchair, the end user fell to the floor, hitting her head on the lifter. End user ws taken to the hospital and died two days later of health reasons unrelated to this incident.